Manufacturer narrative:
Additional information was received that on the 2 months follow up visit the incision site was noted to be healed without drainage.

Event description:
Medtronic received information that 10 days following the implant of this transcatheter bioprosthetic valve, the patient was seen for staple removal. At this time, a large amount of drainage from the right groin incision was noted. The patient underwent right groin exploration, evacuation of lymphocele, reclosure of deep tissues, and placement of a jackson-pratt drain. Fifteen days later, continuous drainage from the jackson-pratt drain was noted requiring emptying the drain at least every 2 hours. The drain was left in place and the patient continues to be monitored. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: access site complications, such as bleeding, are known potential adverse effects per corevalve instructions for use (IFU). The reported information does not allege a potential manufacturing issue.

Manufacturer narrative:
The product has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.